Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c was missing the threads. The following information was provided by the initial reporter: material no.: 309657; batch no.: 0044592 it was reported that the syringe was missing the threads. Caller reported needle, and syringe wouldn't fit together, the syringe was missing the threads. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? - no is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
H6: investigation summary: during the documentary review, no quality events records were found during the batch manufacture, the batch were inspected and later released in accordance with the valid work instruction, also, neither physical samples nor photographs were received in which the reported defect is visible, so failure modes cannot be established.

Event description:
It was reported that syringe 3ml ll 200 s/c was missing the threads. The following information was provided by the initial reporter: material no. 309657; batch no. 0044592. It was reported that the syringe was missing the threads. Caller reported needle and syringe wouldn't fit together, the syringe was missing the threads. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.